Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a "back flow" issue alleging that it was caused by the pump modules and requesting the manufacturer for investigation. The customer added that the secondary infusion of iron back flowed into primary bag, as evidenced by a change in color in the primary solution. There was patient involvement but no harm. Note that the report on the disposable product has been filed under MFR report # 9616066-2023-01349.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that secondary infusion of iron back flowed into primary bag, as evidenced by a change in color in the primary solution. There was patient involvement but no harm.